Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that nothing worked. They were scheduled to get a cervical or surgical implant, but could not because they lost their programmer. They noted they had "so many procedure". No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) stating the deep brain stimulation (dbs) provided only slight benefit which is what they meant by "nothing works". The cause of the device issues was not determined at the time of the report.